Event description:
It was reported that the patient received assistance from their doctor or a manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).

Event description:
It was reported that the patient had a ¿pain flare up¿ and was admitted to the hospital the night prior to report and the patient received IV pain medication. It was later reported that the patient was admitted to the hospital as in patient on the date of report for intractable pain. The caller noted that the patient stated the stimulator battery ¿was not working¿ but the caller did not have any details. It was noted that they wanted a manufacturer representative to come and check the system. The caller was not sure when the issue started with the system. The caller had already contacted a manufacturer representative who would check the system on monday but the caller wanted to make sure the manufacturer representative was coming. The reporter called back and indicated that the patient had spoken with some other manufacturer representative already and the stimulation system was now working and the patient was receiving stimulation therapy. It was noted that the patient was feeling stimulation therapy after doing some troubleshooting on their own. Two days later it was reported by the healthcare professional (hcp) that the patient called and stated they were having a ¿problem¿ with their ¿machine.¿ the caller stated that a manufacturer representative needed to come to the office and assess it. The caller stated that the patient did not tell them anything further about the complaint. The caller was from a family practice clinic. The caller also stated that the patient already had an appointment scheduled for (B)(6) at 12:30. The same day it was reported by the patient that ¿something was wrong with the battery that was inside of her.¿ the patient stated that ¿it felt like it had collapsed; it had a different shape and had a flat and irregular shape.¿ the patient reported that ¿this¿ was noticed ¿over the last weekend¿ while she was in the hospital. The patient reported no falls or trauma. It was also noted that there was a loss of therapeutic effect. The patient did not know when she first noticed the return of pain. However, as of (B)(6) 2014, the pain level was at 6.5 to 10. The patient stated she typically did not feel stimulation. However, it did help with pain management. The patient stated that the stimulation was on. It was later reported by the hcp that the patient was being seen at a pain clinic for ¿this.¿ the patient had an appointment scheduled (B)(6) at 1:00pm. It was also noted that the manufacturer representative was informed. It was later reported by the manufacturer representative that he did not believe the patient was seen by a manufacturer representative at ¿this¿ time. One (B)(6) 2014, it was reported by the manufacturer representative that there was a 50% or greater symptom reduction. It was noted that the stimulator was working fine. After troubleshooting, it was determined that the patient did not turn the voltage up high enough to feel the stimulation because the stimulation was on. It was noted that reprogramming was not needed. It was noted that intervention, troubleshooting or other action was not taken to resolve the event. It was noted that the manufacturer representative just ran an impedance check which were within normal limits (wnl) and then turned up stimulation. It was also noted that the patient was receiving effective therapy.